Event description:
It was reported that the device ran on its own without the trigger being pressed during testing. This did not occur during a procedure so there was no patient involvement. There were no allegations of user injury or adverse consequences associated with this event.